Event description:
While surgeon was using hand control electrocautery hand-piece, she used it on a clamp. The assisting surgeon holding a clamp received a shock. Also a reddened broken skin area was found on pt 2.5x3.5 cm above skin incision.

Event description:
While surgeon was using hand control electrocautery hand-piece, she used it on a clamp. The assisting surgeon holding a clamp received a shock. Also a reddened broken skin area was found on pt 2.5x3.5 cm above skin incision.